Event description:
Customer reported that smoke was visibly coming from the voicemate system after it was thrown against the wall. No adverse event reported. The customer no longer has the product and no further investigation will be possible.